Event description:
It was reported that patient experienced an infection. The investigation was unable to determine the location of the infection. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(4). B3-date of event is estimated.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.